Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had broken output connectors. It was also indicated that the hanger, hanger screw, and a case screw were contaminated. It was also indicated that the main printed circuit board (pcb), main label, and two control knobs were broken. It was also indicated that the display wires were pinched but not compromised. These parts were replaced and the epg passed final functional and system tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken ventricular port. The epg was returned for service. There was no patient involvement.